Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the bin had malfunctioned and was not operating properly with the lever. The customer reported they were unable to dispense medication due to the malfunction, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed that it was a self-service site. Multiple attempts were made to reach technical support specialist (tss) to obtain the repair information, but no response had been received from the tss.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the bin had malfunctioned and was not operating properly with the lever. The customer reported they were unable to dispense medication due to the malfunction, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.